Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a drop in their hemoglobin and hematocrit and was found to have a gastrointestinal bleed. The patient was transfused with 2 units of packed red blood cells.

Manufacturer narrative:
Approximate age of device: 7 days. The patient remains on lvad support with no further issues reported. A correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular device system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.